Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl. Customer¿s current blood glucose was 361mg/dl,411mg/dl,67mg/dl,398mg/dl,67mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer treated with glucose tablet. Troubleshooting was done for high and low blood glucose and under and over delivery. The insulin pump will not be returned for analysis.